Event description:
Elderly male with recent shortness of breath- nstemi (non-st-elevation myocardial infarction). Procedure: impella guided pci (percutaneous coronary intervention)- the stent came off the balloon in the vessel without deployment. 2nd physician in to assist and successfully snared the stent from the body. No known harm to patient. Manufacturer response for coronary drug-eluting stent, synergy xd (per site reporter) will obtain.